Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The stent graft had been released and was missing. The inner catheter protrudes 97mm from the outer sheath. The outer sheath was elongated and torn off at the catheter reinforcement and accordioned in the area of the marker band. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported during placement of a stent in the subclavian, the catheter became hung up and the blue braided shaft tore. The vessel was very narrow and tortuous. The access was through the arm, specific site unk. The stent did deploy, but was 1cm off of the intended location. There was no pt injury reported.